Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to cuff erosion and urinary retention. No further patient complications were reported in relation to this event.